Event description:
The home patient (hp) using a homechoice system, contacted technical service representative (tsr) and reported that hp needed assistance to reprime the patient line. The hp was connected and the transfer set was closed. The tsr informed the hp that they should not be connected to the machine during priming. The tsr explained that the hp was to connect only when the homechoice says to connect yourself and the patient line is fully primed. The tsr explained the cap on the patient line, prior to connection, is vented and allows air to escape during the priming process. The hp was instruced to discard supplies and start over with new ones. There was no patient injury or medical intervention indicated at the time of the call.